Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in the shape of a pinhole around the middle part upon second inflation at 6 atmospheres for 2 minutes. The device was removed without problem and the procedure was completed with another of the same device. No patient complications were reported and patient was in good condition post procedure.